Manufacturer narrative:
The device was returned to olympus for evaluation and investigation. The device evaluation found the coating was peeling off the connection tube. In addition, the evaluation found the following: the angulation lever was out of specification due to wear of the angle wire and the universal code is crushed. Based on the results of the investigation, the reported issue occurred due to physical stress such as scratching/hitting the insertion section, chemical stress by conducting reprocessing not recommended in instruction for use (reprocessing manual), stress by poor storage environment (direct sunlight, high temperature, high humidity, x-ray, ultraviolet light, etc. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope leaks from switch #4. The issue was found during preparation for use for an unspecified diagnostic procedure and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the coating was peeling off the connection tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.